Event description:
The pt was initially admitted in 2007 due to a positive stress test. The pt had a type b2, tortuous lesion in the circumflex. A 3.0 x 13mm cypher stent was chosen for the procedure. During the procedure, the physician was unable to cross the lesion, through a stent (unk brand) that had been previously implanted. It was noted that this stent was patent. While trying to withdraw the stent delivery system, the physician encountered some resistance and difficulty removing it all throughout. Once the physician removed the stent delivery system from the pt's body it was noted that the proximal end of the stent was flared.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.